Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for hemolysis demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This complaint is not confirmed with respect to hemolysis h3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m samples were discovered to have hemolysis. This occurred with 4 samples. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: nurses in the emergency department collected blood in batches. About 400 blue tubes were collected daily. When the laboratory was on the machine, 4 blue tubes were found to have a small amount of hemolysis. The laboratory called to inform the emergency department to understand the reason.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m samples were discovered to have hemolysis. This occurred with 4 samples. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: nurses in the emergency department collected blood in batches. About 400 blue tubes were collected daily. When the laboratory was on the machine, 4 blue tubes were found to have a small amount of hemolysis. The laboratory called to inform the emergency department to understand the reason.